Event description:
The surgeon reported that a patient came back for a routine post-op clinic, and on the x-ray they noticed that a blocker had unscrewed itself and was floating free in the soft tissue. They further reported that there are no plans to open the patient up at this stage, but will be keeping an eye on the situation.